Event description:
In 07/2005 a supplement was submitted for MDR#1061857-2003-00012 to amend the report type ("malfunction" changed to "serious injury") for the reported gas leak (report date: 10/22/2003). A subsequent review of the complaint database for the 2 year period following the report date of the original event identified the following event as a reportable malfunction. During a service visit, the field service engineer observed a loss of gas pressure. There was no patient or user impact/injury associated with this event.